Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis, manifested by cloudy pd effluent, vomiting and abdominal pain. The cause of the peritonitis was unknown. The same day as peritonitis onset, the patient was hospitalized and treated with injection cefazoline (250mg, once a day, ongoing) and injection tobramycin (20mg, three times a day, intraperitoneal, ongoing) and injection vancomycin (1gm, every 72hrs, intraperitoneal, ongoing) for peritonitis. On an unknown date, the patient was discharged from the hospital and the patient was recovering from peritonitis. Pd therapy was ongoing. No additional information was aailable.